Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report # 2134265-2010-04945. It was further reported that the index procedure treated a 3.0x40mm, 90% stenosed lesion of the proximal circumflex. Treatment consisted of overlapping taxus liberte stents (3.0x16mm and 2.75x28mm) and post dilation resulting in 0% residual stenosis with timi 3 flow maintained throughout the procedure. The patient remained hospitalized post procedure for warfarin control due to atrial fibrillation and was discharged eight days post procedure on aspirin, clopidogrel, and warfarin. Corrected information regarding the reintervention lesion was that the 2.5x15mm lesion was 90% stenosed, not 2.61x15.1mm with 60% stenosis as previously reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient underwent a reintervention. At the time of the index procedure an unknown size taxus liberte stent was placed in the proximal circumflex (cx). At the nine month study follow up in (B)(6) 2010, the patient had angina symptoms and angiography was performed. An 80% stenosis in the 2.84mm diameter proximal cx was noted. The patient underwent a reintervention in (B)(6) 2010 to treat a 2.61x15.1mm, 60% stenosis of the proximal cx. Treatment consisted of placement of another manufacturer's drug eluting stent resulting in 1% residual stenosis. The patient's outcome was reported to be improved and the patient was discharged three days post reintervention with no angina symptoms.